Event description:
The initial reporter informed the co that a pt with a broken leg was walking with the use of aluminum crutches, one of the crutches broke at the stair alert part, the pt fell and suffered another fracture to the same limb. The complaint history for the product was reviewed and no similar incidents of breakage have been reported to date with any lot and this incident appears to be isolated. All further attempts to communicate with the initial reporter to get additional and potentially relevant facts, such as pt's exact weight, medications stability, whether instructions were given to pt on use of crutches, etc. Have been unsuccessful.

Manufacturer narrative:
Unable to perform an evaluation - device was not available.